Manufacturer narrative:
This report is being filed in response to (B)(4). The event description does not appear in its entirety on (B)(4). Attempts to obtain add'l info from the reporter have been unsuccessful. Correction to (B)(4): expiration date of device reported is 11/30/2015. Result - a review of the mfg records verified that the lot met all pre-release specs. Based on the available inf, a root cause for the reported event cannot be determined.

Event description:
Please refer to the attached (B)(4) medwatch report ((B)(4)) for the original description of the event. Please note, the event description does not appear in its entirety on (B)(4).